Event description:
Nt821730c: the registered nurse clamped system at proximal stopcock before moving the patient. After doing so noticed a leak from the stopcock and saw a crack at the bottom of it.

Manufacturer narrative:
Follow up report 001 ref to natus complaint#: (B)(4). No associated capas. Complaint history review/trend analysis: (24 months review and percent of sales) 0 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821730c units sold within past two years. Failure rate: (B)(4). Root cause/failure investigation: the customer did not return the device for evaluation, image provided by customer showed a cracked stopcock. Without the device it is impossible to determine root cause of failure. Failure mode: no device returned - unable to determine.

Event description:
Nt821730c - the registered nurse clamped system at proximal stopcock before moving the patient. After doing so noticed a leak from the stopcock and saw a crack at the bottom of it.

Manufacturer narrative:
Initial report ref to natus complaint (B)(4) customer confirmed that the affected product will not be returned. The lot number of the product was not confirmed. Per doc on (B)(6) rev 08 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 4.40, cause - leakage from the stopcock effect (harm) - infection residual risk medium. The hazards identified have been reduced as far as possible, and the luer locks are designed in compliance with iso luer reference fittings and the hazard can be occurred using the device which is not compatible with iso 80369-7 luer reference fittings. Further investigation to be carried out.